Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the eye, the patient complained of eye pain. During examination, hypopyon and corneal edema was observed. Intravitreal antibiotics and steroids were administered, and the patient has since recovered. Additional information was requested but not received.